Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01-delsys/ expiration date: 14 aug 2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation?: no. Device manufacture date: 24 mar 2020. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the patient expired due to cardiac arrest and cardiac effusion during the third deployment. It was noted during the implant an ideal location was hard to find, the ipg was deployed twice in the septal position and bad electrical measurements were recorded. During the third deployment the patient began to feel ill and the patient's rhythm dropped from 90 beats per minute to 35 beats per minute. A temporary pacing lead was used and the patient's heart was massaged. An effusion was found and drainage was performed. Treatment was stopped following drainage.